Event description:
Information received from the field notes that two months post-implant, the patient complained of "lots of episodes" of dizziness and fatigue. The device exhibited phantom programming. On two occasions, the patient was discharged from the clinic with the device programmed to dddr mode. Each time the patient returned to the clinic, the device was found to be in ddd mode.